Manufacturer narrative:
Product complaint # (B)(4). The following additional information was obtained: there is no injury to the registrar and no intervention was required. H3 evaluation: visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device batch , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. The adhesive ampoule when cracked prior to application, pierced through the plastic and stabbed the finger of the user. Glass broke through glove penetrating finger. Additional information has been requested.